Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was having an issue. They reported that the patient was supposed to have the infusion pump for 46 hours and the infusion was completed 3 hours early. The tv was 94 ml at a rate of 2.00 ml/hour over 47 hours. When they presented to the clinic, the pump displayed a given total of 88.95 ml, and the cassette was empty. When the pump was powered on pump, it was displaying a reservoir volume of 94 ml. The pump displayed 5.05 ml remaining, but bag was empty. The event occurred while in use with patient at patient's home. There was no patient harm/adverse event reported.